Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, a high pressure leak was found. Additionally, it was noted that air leaks, bolt was missing, the air turbo coupling was loose and the tube of the tool could not be connected. Improper handling was attributed to the evaluation findings. The device was repaired by replacing several components.

Event description:
Customer reported the foot control was leaking, contaminated with disintegrating o-ring rubber particles. This is report 1 of 1 for complaint (B)(4).